Manufacturer narrative:
Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only field d4 was updated with full UDI information. Updated fields.

Event description:
It was reported that the ventilator showed multiple technical failure / technical event codes and activated "safety ventilation" mode (safety feature) during ventilation on a patient. There was no serious deterioration in the health of a patient, user or other person. The ventilator alarmed visually and acoustically. Investigation is ongoing.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Follow-up 2 - additional information: the entry fields b4, g6, h2, h3 and h11 have been updated. During ventilation the ventilator went into safety mode and alarmed with tfs. Nevertheless, the event did not cause or contributed to a death or serious injury. The most probable root cause of the event was deemed to be a clogged air intake dust filter. The assumed root cause could not be confirmed. If the ventilator triggers the same tfs it will go into safety mode. In that state, ventilation is still given and the patient could be transferred to a different ventilator in a planned manner. Therefore, the event is deemed as a non reportable event.

Event description:
It was reported that the ventilator showed multiple technical failure / technical event codes and activated "safety ventilation" mode (safety feature) during ventilation on a patient. There was no serious deterioration in the health of a patient, user or other person. The ventilator alarmed visually and acoustically. Investigation is ongoing.

Event description:
It was reported that the ventilator showed multiple technical failure / technical event codes and activated "safety ventilation" mode (safety feature) during ventilation on a patient. There was no serious deterioration in the health of a patient, user or other person. The ventilator alarmed visually and acoustically. Investigation is ongoing.